Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by a failure of the patient-board set. In addition, there is a possibility that the circuit (dr) board's op-amp circuitry was not properly designed, or the video connector was not connected properly, resulting in a failure. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
The customer called olympus and reported that evis exera iii video system center could not white balance, and intermittently failed to get an image when using the 180 series scopes with this cv-190, however the 190 scopes worked fine without any issues. The issue with the 180 scopes used on the cv-190 was identified before using the device for a diagnostic enteroscopy. The customer requested an olympus field service engineer (fse) to come onsite and troubleshoot before cases started for the day. There was no delay or report of patient harm associated with the event.

Manufacturer narrative:
The reported issue was duplicated by the fse. The fse inspected the socket where the maj-1430 connects to the cv-190 and found there was a lot of dust inside of the connector, and the spring was missing for the socket that locks the maj-1430 into place. The fse recommended sending in the cv-190 for an evaluation and cleaning and possible socket replacement. The fse also recommended having the biomed vacuum the processors and light sources periodically to prevent the dust build up. The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.